Event description:
Supplemental report is being submitted due to the completion of the investigation on 12-jul-2023.

Manufacturer narrative:
Device evaluation: the 1x evo-10-11-6-b device of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. This file was created in response to a pmcf study ¿mdr2052¿ to capture ¿stent migration¿ the device lab evaluation could not be completed as the device, or photographic evidence of the device, was not returned for evaluation. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Historical data review: historical data was not reviewed as the lot number is unknown. Instructions for use and/label review: as per the IFU (ifu0056), stent migration and death (other than due to normal disease progression) are known potential adverse event associated with biliary stent placement ¿additional adverse events that can occur in conjunction with biliary stent placement include, but are not limited to: allergic reaction to nickel, bile duct ulceration, death (other than due to normal disease progression), fever, inflammation, ingrowth due to tumour or excessive hyperplastic tissue, nausea, obstruction of the pancreatic duct, pain/discomfort, perforation, recurrent obstructive jaundice, stent migration, stent misplacement, stent occlusion, trauma to the biliary tract or duodenum, tumour overgrowth, vomiting¿ there is no evidence to suggest that the customer did not follow the instructions for use or product label. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to procedural adverse events as stent migration is a known adverse event, as per the IFU, associated with biliary stent placement. As per the patient casebook, the stent migration was attributed to the mucus. As per the patient casebook, the cause of patient death is unknown. As per the relationship assessment section for the stent migration adverse event (page 30), the stent migration did not lead to patient death confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Summary of investigation: as per the pmcf study, the patient presented with upstream stent migration 5 days post-placement, requiring the stent to be replaced endoscopically. Confirmed quantity of 1 device. Confirmed used. The summary of the investigation findings concluded a possible root cause of a known procedural adverse event associated with biliary stent placement. As per the IFU, stent migration is a known potential adverse event. Complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, the patient did experience an adverse effect due to this occurrence. The patient experienced stent migration requiring endoscopic stent replacement. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Event: device issue, stent migration, inability to perform intended function: not documented, replacement, yes, migration: upstream, degree; not documented. Description of event: device issue, stent migration, relationship: device; no, procedure; no, pre-existing: yes, mucus caused migration of stent. Deficiency: no (B)(6) 2014: 5 days post procedure: stent migration: resolved (patient recovered/stabilized): replacement. Patient outcome: status: resolved, treatment: endoscopic; another prosthesis was done, death: yes. Patient death (B)(6) 2014: other contributing factor: unknown cause of death.

Manufacturer narrative:
Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.